Event description:
It is reported that while the surgeon attempted to extract a femoral stem provisional by inserting version alignment guide and striking it with a mallet, the tip of the version alignment guide broke off.

Manufacturer narrative:
Eval summary - as returned, it was observed that the rotation guide had: fractured into two pieces at the tip taper, some discoloration in isolated locations of knurled surface, scuffing marks just above the "ce" etch, and "do not impact" etched on the component. It is unk how long and how frequently the device was used. The surgical notes are unavailable, and the system used with the rotation guide as well as other instruments are unk. The rotation guide was designed to be used with the versys beaded full coat stems, and its function is to provide a method for rotational alignment of the femoral stem while inserting the stem. It can also be used to rotationally orient the mating rasps. The device was not designed for extraction purposes, and is not intended to be impacted. Therefore, the impaction of the rotation guide constitutes as 'off-label use'. It is most likely that the rotational guide fractured at the tip upon impact due to the line of action of the force. However, no definitive cause analysis can be completion with certainty. Result and conclusion - device history records have been reviewed for this particular lot and no anomalies were noted. The device has a potential field age of slightly less than 1 year. Aside from the fracture, the device exhibits very minor corrosion on the knurled portion of the handle. The hardness of the device falls within the specs put forth in the print.